Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary:in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error source: phone.

Event description:
Consumer reports child inserting swab into nostril post swab being inserted in reagent tube, and asking if there are any harmful consequences consumer reports having child flush nostril with saline solution and cleaning area with kleenex consumer asking manufacturer what is advised /provided for cases like these tss provided gudance tss referred consumer to pi noting list of chemicals in regant tube tss suggested consumer call poison control phone no. On pi; consumer confirmed phone no. With ts while on phone but stated pi noting to call if irritation persisted" tss suggested customer follow up with healthcare provider for any healthcare related questions.